Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose and also had motor error. The customer¿s blood glucose level was above 400 mg/dl. It was reported that they had motor error alarm during rewind. The customer performed displacement test and was passed. The customer was advised displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to monitor the pump and call back if alarm recurs. The insulin pump will not be returned for analysis.